Event description:
Caller reported a cartridge alarm 30. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The issue did not occur during the load process, and it was previously resolved by the customer changing out the cartridge, with no further assistance needed.